Manufacturer narrative:
File identification: (B)(4). G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device exhibited a tf 316- blower failure. There was no patient involvement reported.

Event description:
Additional information received indicates that no product was returned, however the customer was able to provide logfiles for further investigation.

Manufacturer narrative:
H3: findings/root cause: the suspect device was not returned for evaluation. However, the customer was able to provide log files for further investigation. Tech support reviewed the logs and verified the presence of the alarm. The customer's reported complaint was not able to be confirmed. The blower is the most likely the cause of the failure, but as the original blower has not been returned back for evaluation yet, the root cause cannot be determined.